Event description:
It was reported that removal difficulties occurred and the device was broken. The chronically totally occluded lesion was located in the moderately tortuous and moderately calcified anterior tibial artery (ata). A guidezilla ii pv long guide extension catheter was used for percutaneous transluminal angioplasty (pta). The tip of a 4.5f non-bsc introducer sheath was positioned in the tibial trunk, and the guidezilla ii was placed in the ostium part of ata. A non-bsc guidewire was approached inside the introducer sheath in parallel with a 1.5mmx15mm non-bsc balloon catheter and a non-bsc floppy guidewire at the same time. After pta was performed, the balloon catheter and floppy wire remained inside the lesion. When the guidezilla was pulled back to the center side, it was noted that it could not be pushed or pulled. The balloon catheter and floppy wire were then removed outside the body. A non-bsc guidewire remained inside the lesion. When guidezilla was attempted to be pulled again, it was pulled out with resistance felt at the hand base part. It was then positioned at the ostium part of ata along with the guidewire and the procedure was continued. During final imaging, ostium part of ata was found occluded. When aspiration was performed, it was noted that part of guidezilla was aspirated. The procedure was completed with different device. No further patient complications were reported.

Event description:
It was reported that removal difficulties occurred and the device was broken. The chronically totally occluded lesion was located in the moderately tortuous and moderately calcified anterior tibial artery (ata). A guidezilla ii pv long guide extension catheter was used for percutaneous transluminal angioplasty (pta). The tip of a 4.5f non-bsc introducer sheath was positioned in the tibial trunk, and the guidezilla ii was placed in the ostium part of ata. A non-bsc guidewire was approached inside the introducer sheath in parallel with a 1.5mmx15mm non-bsc balloon catheter and a non-bsc floppy guidewire at the same time. After pta was performed, the balloon catheter and floppy wire remained inside the lesion. When the guidezilla was pulled back to the center side, it was noted that it could not be pushed or pulled. The balloon catheter and floppy wire were then removed outside the body. A non-bsc guidewire remained inside the lesion. When guidezilla was attempted to be pulled again, it was pulled out with resistance felt at the hand base part. It was then positioned at the ostium part of ata along with the guidewire and the procedure was continued. During final imaging, ostium part of ata was found occluded. When aspiration was performed, it was noted that part of guidezilla was aspirated. The procedure was completed with different device. No further patient complications were reported. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a 6f long guidezilla guide extension catheter and a vial containing a piece of green foreign matter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Inspection revealed a partial separation at the collar, hypotube damage (coating missing) located at 2.85, 32.3cm, and 35.2cm from the hub, and collar damage (metal fingers out of plane), numerous kinks in the distal shaft, and tip damage (misshapen/notched). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issue was reported. Mtac testing revealed that the loose material (fm) was a fluoropolymer with proteinaceous material. The fm was found to be consistent with the green coating on the hypotube of the guidezilla device, and was found to be loose material and not 1 continuous piece.